Event description:
This is filed to report a clip migration. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. Two mitraclips were deployed successfully. However, shortly after deployment of the second clip (20315r265), a partial attachment to the posterior leaflet was noted. In the physician's opinion, this was likely due to tension on the chords/leaflets caused by the previously implanted impella device. No further treatment was provided, and the procedure was concluded with a resulting mr grade of 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration (partial clip movement) was due to challenging anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.